Manufacturer narrative:
Additional information received on 09-sep-2019: customer reported that the unit malfunctioned during prepping and the pump was switched to a different pump. No patient involvement. Device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with scratches and cracked rear housing. Event history log review was performed and found evidence of reported problem. Visual inspection and motor current testing were performed. The customer's reported problem regarding "showed lec 1836 code" was able to be duplicated. During investigation the pump was power up and the pump displayed lec 1836. Simulated use was able to download event log and read out the pump log. The event log verifies that the event occurred (one 1836 alarm recorded). According to the investigation the pump was opened to checked for motor current and the motor current measured within specification; however, a high initial startup current was observed. Service's replaced the pump motor as a preventive maintenance due to high current observed during investigation. The pump optical switch flag gear had sealant on the gear and was replaced as a preventive maintenance. It was noticed that the latch lock key was worn, making it difficult to latch the accessories. The pump latch lock was also replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed an error code 1836. There was no reported injury to the patient.